Event description:
It was reported that stent damage occurred. A 4.00 x 48 synergy ii drug-eluting stent was selected for used to treatment the lesion. However, when the device was pulled out of the hub, a scratch wa found on the body of the stent. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the synergy ous mr 4.00 x 48mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of proximal stent damage, with a strut on the 4th proximal row lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 4.00 x 48 synergy ii drug-eluting stent was selected for used to treatment the lesion. However, when the device was pulled out of the hub, a scratch wa found on the body of the stent. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable.